Event description:
While performing a laparoscopic hiatal hernia repair and using a lighted tip of the bougie in the esophagus, the lighted tip of the bougie came off and was lodged in the soft palate/pharynx of the pt.